Event description:
Ous MDR - after an implantation time of 1 year, battery depletion was noted. The device reported eos and the pacing amplitudes were 6.0 v at 1.5 ms. No deterioration of the patient's state of health was noted. The device was explanted.